Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump restarted and received pump error 4 (the motor arm cannot communicate with the main arm) and pump error 53 (software error detected). It was also reported that the pump was flashing with medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the customer was not able to clear the alarm. The customer reported a flashing medtronic logo on the screen that was not a single flash. No harm requiring medical interventions were reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Product return is required for mmt-1880

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self-test. No unexpected pump error 53/4 alarm or flashing medtronic logo noted during testing. Successfully downloaded history files and traces using thump. Pump error 4 alarm found in the pump history file/trace on 11-apr-2025 at 08:10:07 with variable (15). Pump error 63 alarm due to hardware error (line number 147 file number 2017). Pump error 53 alarm found in the pump history file/trace on 11-apr-2025 at 08:10:07. Pump error 53 alarm due to software error (line number 382 file number 2104). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap locked properly into reservoir compartment during testing the following were noted during visual inspection: cracked battery tube threads and cracked case at corner of the belt clip rails. Pump error 53 alarm due to software error. Pump error 4 alarm due to hardware error. Flashing medtronic logo not confirmed. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.